Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d4, d10, g4, g7, h2, h3, h6 visual inspection of the returned device shows one of the holes of the guide was worn and damaged, which was probably caused when the drill was jammed. A functional test was performed on the guide and holes in the cut guide were checked with metric pins from gage set 25-2003-858-00-a. One of the holes would not accept minimum pin thru, which was due to the damage in the hole seen caused during usage of device. Photographs were provided that showed the pin stuck in the cut guide. Review of the device history records did not identify any deviation or anomalies during manufacturing. The drill pin was compatible to be used with the guide. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 00590102000, headless trocar drill pin, lot # 64521559. Event occurred in (B)(6).

Event description:
It was reported that during an initial tka, the oblique pin became jammed in the guide and was unable to be removed. Another pin and guide were used with no consequence to the patient.